Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found an insulation abrasion exposing the outer coil, due to friction with the device can. The abrasion could have contributed to the noise problem in the field.

Event description:
It reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.